Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with debris under the window.

Manufacturer narrative:
The pump passed the delivery volume accuracy test. The motor was tested outside of the device and it passed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned a no delivery alarm during bolus. Customer reported changing the set, then receiving a motor error alarm. Blood glucose level was 470 mg/dl at the time of the call. No further information was provided.